Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient went on blood thinners and the issue is now resolved.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit trial slim tip lead, model: mn10350-50a, UDI:(B)(4); serial: (B)(6), batch:10535303.

Event description:
It was reported that the patient had pain in their left leg following a trial procedure. The patient had their left lead pulled out. It was discovered that the patient had a blood clot in their left leg. Further intervention may be pending. The investigation was unable to determine which lead attributed to this issue.